Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer regarding reactive/positive results obtained on an american proficiency institute (api) sample. The api sample ((B)(6)), targeted to be low positive for sars-cov-2 antibody, was tested and graded negative, giving an incorrect result. Data showed that sample ID (B)(6) (corresponding to sample (B)(6) of the api survey) was tested on liaison xl (s/n (B)(4)) with the liaison sars-cov-2 s1/s2 igg assay (lot 358008). The sample was tested on (B)(6) 2020 and graded negative (at 13.3 au/ml), however the result was flagged for "e" (reagent on-board stability expired). The sample was retested on (B)(6) 2020, graded negative (at 14.1 au/ml) and result was not flagged; on (B)(6) 2020 the customer retested the sample in triplicate obtaining a mean value of 14.1 au/ml for the sample (negative). Based on data analysis, the customer obtained values close to the cut-off for this sample and the eqas report showed that other methods graded this sample both negative and positive. Therefore, the incorrect result reported by the customer could be related to the different sensitivity of the method (depending also on how many days from diagnosis the sample was collected) or to incorrect handling/storage of the reagent integral used. The complaint was classified as confirmed. Internal release data for the liaison sars-cov-2 s1/s2 igg assay (lots: 358008 and 358009) were reviewed and consistent results were observed among lots, without highlighting anomalies. No clear root cause could be identified and the issue could be related to the specific tested sample.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer regarding invalid reactive/positive results: a sample, targeted to be low positive for sars-cov-2 antibody, was graded as negative.